Event description:
Philips received a complaint from customer reporting the patient disconnect alarm did not sound appropriately on the v60 ventilator while testing. The device was not in clinical use. There was no harm or other patient impact reported. The device did not meet specification for intended use and was removed from service. This investigation is ongoing.

Manufacturer narrative:
E: (B)(6).

Manufacturer narrative:
A manufacturer's product support engineer (pse) evaluated the device and could not confirm the reported issue. The reported problem was not duplicated despite operation check-ups. A function test was performed but no anomaly was observed. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.